Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned sealed within the sterile packaging. Visual examination of the returned product/provided pictures found the battery pack was broken open and there was black battery debris throughout the sterile packaging. Visual evaluation of the battery pack found multiple batteries were damaged. The black and red wires were outside the casing but not damaged. The yellow wire was outside the casing and damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during the surgery, the battery pack of this complaint product has already been exploded inside of the sterile package. There was no patient harm/injury. There was no medical intervention. There was a surgical delay for 0-15 minutes as they prepared an alternate device. Due diligence is complete, there is no additional information available.